Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the black box revealed a ¿(B)(4) loss of prime¿ warning with low non-zero force. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully performed and completed with the pump with no loss of prime warnings. The force sensor was found to be within calibration. The pump case was removed; the force sensor pins were seated and the solder connections were found to be intact. There was no evidence of cracked force sensor traces. The reported issue was not duplicated during investigation.